Event description:
This complaint is from a literature source. It was reported that one patient experienced cardiac arrest which required transient mechanical support (CPR) during epicardial ablation (off-label use). Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿necessity of epicardial ablation for ventricular tachycardia after sequential endocardial approach.¿ the purpose of this study was to assess the significance of epicardial catheter ablation in these patients after a systematic sequential endocardial approach. The study was conducted between january 2009 and october 2012. Other adverse events were also reported in the article: 1 patient developed cardiac arrest during endocardial ablation. 1 patient developed cardiac tamponade. Suspected device is navistar thermocool, however catalog and lot number are unknown. Other bwi products were used during this clinical trial: carto 3 mapping system.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Concomitant products used during this clinical study: carto 3 mapping system. (B)(4). The device was not returned to bwi.